Event description:
The reporter stated that a patient in whom the product was implanted during a ankle procedure for excision of a neuroma and ligament repair has swelling, redness, and warmth at the ankle eleven months after the procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.